Manufacturer narrative:
We received one vamp adult system for examination. The reported event of "tubing detached" was confirmed. The tubing had been detached from the bond joint with the vamp reservoir stopcock. The tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of tubing bond surface area. Tubing outer diameter was measured near the point of detachment and was found to within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, in this pressure monitoring set, the tubing at the vamp was disconnected and there was some blood loss. There was no patient injury observed. It was further specified that the tubing detached. Device was available for evaluation. Inquired of patient demographics. Unable to be obtained.